Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, no anomalies were noted. During the functioning test, it was found that the catheter shaft was blocked, the catheter ptfe (polytetrafluoroethylene) inner lining was peeled, and friction was noted in the catheter shaft. It is most likely that the ptfe inner lining of the catheter shaft was damaged due to force used inserting the micro catheter. Copious amount of blood exited the device and this may have contributed to the reported event. Based on the investigation results and available information an assignable cause of cause traced to component failure will be assigned to the reported and analyzed event, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the catheter ptfe (polytetrafluoroethylene) inner lining was peeled. No clinical consequences reported to the patient.